Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: portable concentrators. Other, power input connector broken. Complaint was confirmed. The underlying cause is power input connector broken. Root cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer states, the unit has a broken display.